Event description:
Customer reports that meter read 288 mg/dl on display before dosing the strip while using the advantage system. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.